Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm, which is off-label usage of the device. Approximately on (B)(6) 2022, the day of the event the patient was sitting on her couch with her husband, eating a pizza when suddenly, without any warning symptoms reported, the patient experienced loss of consciousness. The husband called an ambulance and when the paramedics arrived, the blood glucose reading was 40 mg/dl, no cgm reading was available from this moment. The patient was treated with intravenous glucose and recovered after treatment. The patient did not go to the hospital and no further treatment was needed. Due to the time that has passed since the event, the patient was not sure anymore what the dexcom readings were and if she was alerted by the dexcom device of the hypoglycemic event. At the time of the report, the patient was feeling normal. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.